Event description:
The pt reportedly experienced pain at the implant site with and without using his internal device. Testing revealed that the internal device is functioning properly. The pt's device was explanted.